Event description:
It was reported that the device showed electrogram corruption during induction testing. The device functioned normally during the induction, but upon review of the episode, the marker channel did not match the electrogram channels. The device will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.